Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the needle piece(s) retrieved during the same procedure? What measures were taken to retrieve the broken piece? Is the device or samples from the same lot available to return for analysis? If yes, to whom should the shipper kit be sent? (Please provide contact name, department, street address including zip, no po box please, email address, and phone number) please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager).

Event description:
It was reported that a patient underwent an unknown procedure in april 2025 and suture was used. Per user facility medwatch form, #mw (B)(4), that during unknown procedure dr. Noticed the tip of one of the 5.0 fast absorbing needle tip was missing. Staff compared it to another suture and was indeed missing. Dr. Immediately went to look for tip in patient's tongue. It was located and placed into a specimen cup. Xray ordered to confirm there was no remaining suture. Xray read by dr. Did not see any residual suture left in the tongue. There was no patient consequence reported. The device availability is unknown. No adverse patient consequences were reported. Additional information was requested.